Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a closure issue requiring surgical intervention. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6b: explanted date: unknown if the device was explanted. E3: occupation: director ir centers. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician deployed angio-seal per instruction for use (IFU) recommendations over a benson wire following prostate artery embolization (pae) femoral access. Nurse followed up one-day post op call revealed that patient was experiencing cold leg and cramping symptoms and had fallen. Physician called subsequently and recommended emergency room (ER) visit. Vascular surgery informed the implanting physician that the angio-seal device had been deployed "subintimal" with both the footplate and collagen subintimal. Deploying physician did not feel any steps of angio-seal had been incorrect and could not understand how the device had landed in the wrong location. Initial prostate artery embolization (pae) procedure was successful, however, current patient ambulation status unknown. Compartment syndrome noted. There was no blood loss. Additional information was received on 12mar2025: the procedure sheath size used was a 5fr. Access was obtained with ultrasounds into common femoral artery (cfa). This patient did have firm groin tissue when initially accessing with the micro puncture access kit. They had to use the micro sheath from a stiff micro puncture kit. The tissue firmness may have been due to prior mynx closure for prostate artery embolization (pae). They did feel the transition between when angio-seal sheath dilator and sheath go into the vessel over a bentson wire. The insertion, deployment, and withdrawal were unremarkable. Hemostasis was initially achieved using the angio-seal. The patient required surgery and intensive care unit (ICU) care.